Manufacturer narrative:
Analysis summary: the analysis results found that the lcsc5 device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device ws non-funtional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked and broken blades, which may be identified by generator solid tone or instruments error." Each device is visullay inspected and functionlly tested prior to shipment and damage of this magnitude would have been detected at this process.

Event description:
It was reported that the device was sent to the caller due to it not working. The generator was reported to read handpiece failure. The instrument was replaced and the case was completed without any patient consequence.